Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. Health effect clinical code of e2402 was chosen to capture the event of lacerations of the stomach and intestine. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported the patient underwent a gastroscopy: the tube lacerated the entire stomach and intestine. Unknown how these lacerations occurred. The hospital would like to change the tube. No additional information available. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.